Event description:
It was reported while the surgeon was using the rocker it broke in half. Product pieces fell into the incision. All pieces were retrieved by the surgeon. No harm to the pt to report.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.